Manufacturer narrative:
The actual device has been returned for investigation. The device is under evaluation and investigation. Further results will be provided after completion of the investigation. The DHR was reviewed and no discrepancies were noted. However, the failure to osseointegrate is a well known inherent risk of the procedure.

Event description:
The dentist reported that the implant failed to osseointegrate. The tooth locations were 6,10, 12. The bone type was type ii and general bone loss was observed around the implant. No serious injury was reported to the patient and the patient was reported to be unsatisfactory condition.